Event description:
It was reported that a post market clinical study patient underwent a kyphoplasty procedure on level t8. A cement extravasation in the upper end plate to level t8 was noted. There were no patient complications. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow-up with representative.